Event description:
Customer states: during use on a pt at hospital, a nurse confirmed drops accumulated in the inflation line during the intubation and it prevented the flow of air from the cuff. Customer confirmed replacement of the tube was required.